Event description:
Patient reported "fatigue and lost weight"; these events are unrelated to the device. Healthcare professional additionally reported a left side implant exchange from textured to smooth due to the patient's concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Device photo evaluation: visual analysis of the returned device identified crease flat. Weight measurement identified weight to the specification. Cloudy and voids was observed after autoclave disinfection process.based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported left side "harder, rashes around the armpits and neck, fatigue and lost weight." Device remains implanted.

Event description:
Patient reported left side "fluid", "cyst", and "rashes around the armpits and neck." Additionally, healthcare professional reported "patient's concern with the product" and bilateral capsular contracture, baker grade iii. Patient also reported "fatigue and lost weight"; these are not device related. Device has been explanted.

Event description:
Patient reported left side "fluid", "cyst", and "rashes around the armpits and neck." Additionally, healthcare professional reported "patient's concern with the product." Patient also reported "fatigue and lost weight"; these are not related to the device. Device has been explanted.